Manufacturer narrative:
D9: date returned to mfg; 3/24/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint could be replicated. During testing it was found that the downstream occlusion(dso) seal was degraded and the dso sensor was found damaged. Both dso seal and sensor was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a, "remove and reattach error". There was unknown patient involvement.